Manufacturer narrative:
Results: damaged lift cable power coil cord. Damaged foot-end cover pads.

Event description:
It was reported by service report that the lift cable power coil cord was damaged and the foot-end cover pad is damaged and is showing sharp edges. There was patient involvement. However, no adverse consequences were reported.